Manufacturer narrative:
Analysis of programming history.

Event description:
Further follow-up revealed that the patient underwent generator replacement on (B)(6) 2013. The generator was returned to device manufacturer on (B)(4) 2013. The returned product form indicated that the generator was replaced due to end of service. The end of service eri = yes box was checked. The generator analysis was completed on (B)(4) 2013. The generator performed according to functional specifications. Analysis in the pa lab concluded proper functionality of the pulse generator and that no abnormal performance or any other type of adverse condition was found.

Event description:
Clinic notes dated (B)(6) 2013 noted that the patient was hospitalized in (B)(6) 2009 after having frequent seizures. Attempts to obtain additional information have been unsuccessful to date. The in house programming data was reviewed, which identified that the device programming settings were not adjusted around the time of the reported event and that diagnostics were within normal limits.